Manufacturer narrative:
The manufacturer conducted a documentary and returned product investigation into the reported problem with complete, DHR and testing data review and product review. Therefore, complaint is classified as use error, unjustified. The risk is identified in our risk analysis and occurrence's rate is below acceptable frequency of the risk analysis.

Event description:
When the port was being removed, the clinician found the port, but not the catheter. CT scan showed the tip to be in the bracho-cephalic vein, going through to the r pulmonary artery. Interventional radiology retrieved the catheter 2 days later, by looping it with a wire, pulled it into the ivc, then snared and removed it. Port removal booked 3/2/2026 as patient not carrying on with chemo. Breast surgeon could identify the hub but not port line. Carried out us scan and CT and port had migrated into heart. Line and hub connector appears to be very loose.